Event description:
Customer contacted haemonetics on (B)(6) 2010 reporting a burning smell coming from their orthopat machine and that would not turn on. No donor or operator injury or reaction was noted.

Manufacturer narrative:
Evaluation of the returned device confirmed there was a major blood spill. The issue caused damage to the power supply and various other components as a result. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA records (B)(4). These actions have been communicated to the FDA and (B)(4).